Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; visual inspection noted blood in the helix mechanism. The full lead was returned for analysis.

Event description:
It was reported that the lead had high thresholds and was dislodged. It was explanted and replaced. No patient complications have been reported as a result of this event.